Event description:
Patient was ordered to receive infusion on a continuous oncology medication to be administered by a cadd solis vip pump. Infusion was connected at 15:12 on friday (B)(6) 2026 with pump programmed at a reservoir volume of 390 ml to run continuously at 5ml/hr. On monday (B)(6) 2026 at 14:35 the patient returned to clinic to have the infusion stopped and it was discovered that the infusion bag remained full. The volume of the bag was assessed and confirmed that no medication was delivered over the preceding 72 hours. The pump data was downloaded and indicated no alarms or faults. The pump quarter hour recording indicated that the pump had been running the entire time, but no medication was delivered.